Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, patient¿s postoperative visual condition was not good. Currently, the postoperative situation is being looked at, but it is pointed out that diopter of the iol itself may be different from the package. Additional information has been requested.

Manufacturer narrative:
The product has not been returned to the manufacturing site. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., h.3. And h.10. Follow up attempts were made. No further information has been provided. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, iol was not replaced. In addition, the patient's vision has gradually improved over the past six months. The physician recognizes that the iol is not the cause.